Event description:
It was reported an unspecified quantity of ultra clamps cut the tubing of the solution bags which resulted in leak. This occurred during use of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.